Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what technique was used with respect to the advanced hemostasis and the min/max button: advanced hemostatis was used to cut the short gastric vein; how were these features used in taking the short gastric vein: only advanced hemostatis used in taking the short gastric vein; was the device closed completely before taking the short gastric vein: yes; was the sales representative present for the case: no; where was the advanced hemostasis used: short gastric vein; did the gen11 display any yellow alert screens during the procedure: no; how was the post-op bleed identified: bleed from the drain and hemoglobin level; how much blood was lost: about 500ml, about 100ml/h, it continued over two hours; did the patient require a transfusion: no; additional information from sales rep: regarding the reason of bleeding, the doctor said the blood flow of short gastric vein might increase after the gastric resection. The blood clot was seemed and the sealing point was opened. The short gastric and surrounding tissue was clamped together and sealed one time without ligation. Patient specific questions: what is the current patient condition: the patient is stable and monitored.

Event description:
It was reported that during an open pancreaticoduodenectomy, the following situation happened. The short gastric vein was cut by advhemo mode. The operation was completed at 16:00. There was no bleeding at that time. However, bleeding was acknowledged at 1:00 am. Then, a re-operation was performed. Bleeding from the short gastric vein was acknowledged. The vein was ligated to stop bleeding. The amount of bleeding was unknown. The blade tip was not broken off and no pieces fell into the patient. The further information was not provided from the hospital. The patient information such as gender, age, weight is unknown.